Manufacturer narrative:
Pr (B)(4). Analysis of the customer provided photograph verified the reported failure mode. It appears the tubing connector has become detached from the tubing. The drainage set is a supplied part. Consequently, a probable root cause could not be identified for the bd manufacturing facility based on the investigation results. A quality notification was issued to the supplier.

Event description:
Where the tubing hooks in through the adaptor that goes into the chest tube falls apart, too brittle. They had to tape it together to keep it from falling apart. On the bag, it was a little over half full. The hook that holds it broke off as well from the bag and it fell on the floor.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Where the tubing hooks in through the adaptor that goes into the chest tube falls apart, too brittle. They had to tape it together to keep it from falling apart. On the bag, it was a little over half full. The hook that holds it broke off as well from the bag and it fell on the floor.